Event description:
On (B)(6) 2022 the physician performed the implantation of the device for an avb block type ii. After that he programmed the device in safer mode. The day after he reported a pause of 8 seconds however the patient asymptomatic. After the interrogation of the device, there were no alerts or events reported. Impedances and threshold tests were all within range. He programmed the device in ddd mode. The physician would like to understand why the safer algorithm did not switch from 'aai' to 'ddd'.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2022 the physician performed the implantation of the device for an avb block type ii. After that he programmed the device in safer mode. The day after he reported a pause of 8 seconds however the patient asymptomatic. After the interrogation of the device, there were no alerts or events reported. Impedances and threshold tests were all within range. He programmed the device in ddd mode. The physician would like to understand why the safer algorithm did not switch from 'aai' to 'ddd'.

Manufacturer narrative:
Please refer to the attached customer response.